Event description:
Pt found unconscious at residence on 4/5/94 after returning from a mild weightlifting excercise. He was admitted initially at another facility and later transferred to this current facility on 4/6/94. Pt was diagnosed with ruptured anterior communicating artery aneurysm & subarachnoid hemorrhage. During surgery on the same day, upon dissection anad exposure of artery, aneurysm clips were used to occlude aneurysm and associated vessels. Physician reported experiencing difficulty in the release/catch mechanism of several appliers during surgery. One permanent clip was left implanted, & the procedure was completed. Pt regained consciousness on 4/8/94.